Manufacturer narrative:
The customer has provided additional information which is brain abscess. The implant has been removed due to advanced bone loss. After the removal of the implant, within the next 48 hours the patient had fever and had to be hospitalized. The patient got a diagnosis brain abscess and needed surgical treatment. The date of the diagnose is unknown. No permanent impairment or predisposing factors. There is no proof what was the reason of the abscess, but doctors suspect it was a surgery. Based on this information provided by the customer, the investigation findings and the investigation conclusion codes have been updated accordingly, and the health effect impact code 4607 has been added. Hence this updated report.

Event description:
Loss of osseointegration the customer has provided additional information which is brain abscess. The implant has been removed due to advanced bone loss. After the removal of the implant, within the next 48 hours the patient had fever and had to be hospitalized. The patient got a diagnosis brain abscess and needed surgical treatment. The date of the diagnose is unknown. No permanent impairment or predisposing factors. There is no proof what was the reason of the abscess, but doctors suspect it was a surgery. Based on this information provided by the customer, the investigation findings and the investigation conclusion codes have been updated accordingly, and the health effect impact code 4607 has been added. Hence this updated report.

Event description:
Loss of osseointegration.